Event description:
To summarize briefly, in 2002, reporter underwent surgery to resolve a spinal stenosis/compression issue. It was a two level acdf from c5-c7 using an atlantis system from medtronic sofamor danek. After this surgery, reporter had always felt a "vertical pulling on the bones" in their neck like there was some sort of uneven pressure. Over time, reporter began to have tingling in their shoulders and slowly began to have the numbing sensations again until, in july of 2002, the two screws in c7 snapped in the bone. This breakage did relieve the vertical pulling reporter felt. When the screws broke, reporter began to have throat irritation and trouble swallowing as well as arm numbness to the point of lack of mobility and a grinding feeling in the back of their neck. In sept of 2002, the fusion collapsed and their neck literally broke. In 2002, reporter underwent a second surgery to have another atlantis system installed. The dr reinserted screw around the parts of the broken screws still embedded in the bone. As far as the reason for the breakage, reporter has a desk job and reporter read through files all day. In the case of the hardware breakage, reporter was watching television at home. As for the fusion collapse, reporter was reading a file. So, no one can or will at this time provide a reason for the breakage. Since the second surgery, due to issues reported in a 12 page complaint to the board of medical examiners, reporter has fired dr. However, their new dr. Has taken the time to provide answers and a path toward a potential resolution. At this time, reporter is back to the way they were before the first surgery including, now, extreme pains at t1, and it appears as though the t1 disc slips in and out of the back of their neck. Reporter is also having the arm numbness again, chest pains, and headaches. Their new dr will be examining various issues surrounding scar tissue, pinched nerves, disc issues, and other related tests. In addition to the physical issues, before the second surgery, reporter had also requested that dr. Examine the hardware to find out why it broke. But, since the second surgery, the broken hardware, installed in the first surgery and removed in the second surgery, is no where to be found, as acknowledged by attorney for sofamor danek, and by a representative of the pathology department of hosp -the location of the second surgery. This too as them greatly concerned as they wanted to know why the hardware broke and find out if, because of the way the second surgery was performed, they should expect the hardware to break again. As noted, reporter did contact sofamor danek to find out about their hardware because they didn't know what was installed in their neck. He did provide rptr with info as well as the details of the product used in their neck. He also apparently requested their records and, since their broken hardware cannot be found, will be performing an engineering review using the x-rays. This info is documented in various letters he sent to them after they spoke in november of 2002. Rptr was on lortab since feb 2002 but noting some of the side-effects of long term use as well as a discussion with their family dr. Switched to a duragesic patch. Since coming off of the lortab, the extreme muscle spasms that reporter was having up and down their spine have subsided and the cramps that accompanied the spasms have gone. Now, the pain is much less and identifiable in specific areas around t1 and up and down the area of the fusion. But, because of the patch, reporter is not in the extreme and mind numbing pain that reporter was in prior because of the pain itself, followed by back spasms and cramps. Family dr also placed them on an anti-depressant to help them settle back down now that dr. Has established a plan of action. Note that the dates given are for the implant and explant of the first surgery, broken device. On the explant date, another atlantis system was implanted. Note that as for availability for eval, the product is no where to be found.